Event description:
The clinician reports the implant was inserted (B)(6) 2015 in fdi 35. Details of surgery: ridge augmentation. On (B)(6) 2019 fracture of the implant was verified. The device was forwarded to the manufacturer. At the event the patient experienced: bleeding, increased sensitivity and inflammation. No further patient complications were reported.